Manufacturer narrative:
Evaluation of the power wheelchair pending; however, no malfunction suspected as the police report stated that while exiting a transport van, the end user drove off the platform. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment."

Event description:
The end user's neighbor reported while exiting a transport van in the power wheelchair, the end user drove off the platform.